Event description:
It was reported that the modular cable and emergency backup battery had bent pins out of the box. The bent pins were noticed prior to patient use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin in the backup battery was confirmed via evaluation of the heartmate 11 volt li-ion backup battery (serial number (B)(6)). Visual inspection revealed that one of the emergency backup battery (ebb) pins had been bent and therefore could not properly connect with a test system controller. The observed bent pin pertains to detecting the white power cable. The bent pin was straightened to its intended position, and functional testing was then performed. No atypical faults were produced during testing, and the battery was found to perform as intended. Reported information stated that the bent pin was noticed prior to patient use and the backup battery was not connected to a demo controller. The root cause for the reported event was unable to be conclusively determined through this analysis. A manufacturing analysis task was initiated to further investigate bent pins in the backup battery, and the issue was unable to be conclusively related to manufacturing. All inspection and testing procedures were found to be properly followed at both the supplier and abbott. Multiple processes, including visual inspections, functional testing, and pin alignment verification steps, are in place to identify backup battery issues prior to shipment. The testing records were reviewed for the heartmate 11v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 5 - ¿surgical procedures¿, describes how to correctly install the backup battery in the system controller. The user is instructed to align the arrow on the cable with the arrow on the battery. The heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿, and heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.